Manufacturer narrative:
The t:slim x2 with ciq technology user guide states: the infusion set should be changed every 48-72 hours, per guidance from the customer's healthcare provider. Additionally, change your cartridge every 48¿72 hours as recommended by your healthcare provider. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported occlusion alarms occurred. System check could not be performed with tandem technical support as the occlusion alarms occurred in the past. Customer reported changing supplies up to every 6 days. Tandem clinical support informed customer this is off-label per the user guide. Customer¿s blood glucose level was 152 mg/dl.